Manufacturer narrative:
The device was returned. The returned device analysis did not confirm the reported difficult to open or close (gripper actuation - both) as both grippers actuated normally without any issue. The returned device analysis observed that the gripper lever cap (no tactile marker) and gripper lever latch were not returned likely as they separated during the procedure. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot which would have contributed to the reported events. Additionally, a review of the complaint history did not identify any similar incidents. Based on the overall information, a cause for the reported difficult to open or close (gripper actuation - both) could not be determined in this complaint. The investigation determined the observed missing component (gripper cap - no tactile marker) and missing component (gripper lever latch) appear to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported the mitraclip procedure was performed to treat grade 4+ degenerative mitral regurgitation (mr). The clip was advanced to the mitral valve, when trying to simultaneously grasp the leaflets, the gripper arms did not lower. Troubleshooting was performed, the lock lever was cycled, the clip was inverted, this time only the posterior gripper dropped. While troubleshooting, the gripper lever cap and the dark blue latch detached from the device. The cap and latch were snapped back on without a problem. The clip was not implanted and was removed. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.